Manufacturer narrative:
Concomitant medical products: product ID: 8x16 alloderm-regnerative tissue matrix life cell. Lot # b26521, product ID: a8x16, exp. Date 2010-05; 2.0mm coupler synovis, lot # 20080501/24830, product ID: gem2752, exp. Date 2013-05 . If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mesh design defect. Post-operative patient treatment included a revision surgery, and a hernia repair surgery with mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mesh design defect, emotional distress. Post-operative patient treatment included a revision surgery, and a hernia repair surgery with mesh. Concomitant devices: 8x16 alloderm-regnerative tissue matrix life cell. Lot # b26521, product ID a8x16, exp. Date 2010-05 2.0mm coupler synovis, lot # 20080501/24830, product ID gem2752, exp. Date 2013-05.

Manufacturer narrative:
Additional information: b5, h6 (added patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.